Manufacturer narrative:
A field service engineer (fse) was dispatched, and it was reported that the device was turned on in ventilation mode; the device alarmed with the codes, confirming the customer's allegation. The se noted that the data acquisition board, and solenoid valves (3 and 4) were replaced. The device passed all testing, and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator displayed a proximal pressure sensor autozero failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device was displaying an error when the device was turned on. It was noted that the significant log was reviewed, but no error codes were found. The rse advised the customer to perform a performance verification test (pvt) and call back with the results. A follow up was performed with the customer, and it was reported that the device had a proximal pressure code. No further details were provided. A callback was performed by the customer, and it was reported that the device was displaying a proximal pressure sensor autozero failed error code. Onsite service was requested. Investigation ongoing / resolution pending.